Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump under delivered insulin. Customer blood glucose reading was 264 blood glucose. Troubleshoot was performed. Customer states the insulin pump does not turn on, customer believes that batteries are the issue for underdelivering. Customer had extensive battery use on the insulin pump. Customer was advised to replace the insulin pump. The issue was reoccurring since (B)(6) 2016. Insulin pump will not return for the insulin pump.

Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was program with multiple bolus units. All bolus delivered their indicated amount and were properly recorded on the bolus history screen. Unit had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.